Manufacturer narrative:
Product analysis: the distal tip was damaged. The 1st distal stent segment as deformed and slightly pinched with a number of struts partially raised. The stent was positioned on the balloon between the inner shaft markers as per specifications. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection.(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a moderately calcified and moderately tortuous lcx exhibiting 98% stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated with a balloon catheter. Atm of 14 for 2 inflations. During the procedure resistance was encountered during delivery and the device failed to cross the target lesion and after the system was pulled back it was noted that stent deformation occurred. No excessive force was used when resistance was encountered. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.